Manufacturer narrative:
The reagent lot numbers with expiration dates were not provided.

Event description:
The initial reporter received questionable cea, vitamin b12, folate, fsh, prl, and estradiol assay results from 15 patient samples tested on the cobas 8000 e 801 module. Please refer to the attachment (B)(6) in the medwatch for the table containing the identified discrepant results from the provided result comparison list. The reporter detected the event due to qc failures.